Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. A brk needle was also returned. No fm was returned with the device. No visual anomalies were noted on the returned dilator or sheath. No anomalies were noted when a brk needle/stylet was inserted from the returned dilator/sheath. The dilator tubing was cut lengthwise and no skiving was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported skiving remains unknown.

Event description:
During an atrial fibrillation procedure, when performing transseptal puncture, the needle became stuck in the sheath and shaved off a portion of the inside of the sheath. The needle was removed and a sliver of plastic from inside the sheath was stuck to the tip of the needle. The needle and sheath were replaced and the procedure was completed with no adverse patient consequences.